Event description:
It was reported by a customer in the USA that, the respiratory therapist noticed that the tracheostomy tube cuff would not stay inflated after it was inserted into the patient, there was an airway issue, and the unit was removed, where it was observed a deflated cuff. There was no reported patient injury.

Manufacturer narrative:
One sample of a shiley tracheostomy tube was received for evaluation. A visual inspection was conducted and it was observed that the cuff exhibited a cut. An inflation/deflation test was performed by using a syringe. 12cc of air was applied to the cuff and it was observed that the cuff deflated immediately. The customer failure mode cut in cuff was confirmed. (B)(4).

Manufacturer narrative:
The product has been returned and the investigation is in process. (B)(4).